Event description:
Info rec'd indicated the head drifts down and the CPR functions intermittently.

Manufacturer narrative:
The hill-rom technician replaced the hydraulic manifold to resolve the issue.